Event description:
It was reported a balloon ruptured on the first inflation at its rated burst pressure during an iliac angioplasty of an extremely calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. The device has been destroyed by the user facility. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in calcified lesion. It was indicated this device was used in an extremely calcified lesion which co believes contributed to this event and does not attribute it to the device. However, without evaluating the product, co cannot determine the exact cause for this event. Directions for use state: "balloon rupture at lower pressure may occur in strictures exhibiting sharp points due to calcified material or staples... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."